Event description:
It was reported that during a total hip procedure the advanced cement mixing bowl and 180-gram cement cartridge disassembled. It was reported that nothing fell into the surgical site and that the procedure was completed successfully utilizing back-up equipment. No clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported failure condition (cartridge breakage) was confirmed upon evaluation of the returned product. The breakage occurred at the proximal end (base) of the cartridge, where it connects to the cement injection gun. Small voids were observed on the breakage area. Based on evaluation of the returned cartridge component, the most likely contributing factor could be attributed to presence of void(s), which may debilitate the structure of the piece, thus making it more prone to breakage if/when submitted to excessive pressure while extruding viscous cement. The device was discarded by the manufacturer.